Event description:
As reported: "the nail was inserted and proximal drilling performed. Initially, leaving the second proximal drill in place, screws were inserted into the most distal and proximal regions. Subsequently, screw was also inserted into the drill holes left in place. Upon visual confirmation of the proximal region, it was noted that the drill bit tip had fractured and remained within the bone head. It was impossible to determine at which stage or in which drill hole the fracture occurred. Subsequently, the screws were removed again, and the nail was extracted once more. The fractured drill tip was then extracted from the nail's entry point. The surgery was then completed as normal."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.